Manufacturer narrative:
Unit was out of calibration and the blender needed to be replaced. Blender was replaced, unit was calibrated and a functional evaluation was completed. Unit performed within percussionaire specifications. The unit being out of calibration and needing a new blender when evaluated by percussionaire may indicate that the required functional evaluation was not performed prior to the device being set-up for the patient. (See warnings in vdr-4 manual, f-032309, rev j - page 24, item 9.). Original report from user facility indicated that the error was caused by the hygroscopic filter not being changed, and allowing moisture to enter the vdr4. (See warnings in vdr-4 manual, f-032309, rev j - page 24, item 16.) The hygroscopic filter is not supplied with the device, but is custom built by the hospital. We received only the vdr4 device to evaluate, and did not receive the breathing circuit which contained the hygroscopic filter (for health safety reasons, we ask that used breathing circuits not be returned to us). Because the vdr4 is a fully pneumatic device, the waveform dampening that can occur when moisture enters the device does not affect the patient's treatment. The vdr4 will continue to operate at its current settings regardless of the readings on any of its monitoring systems.

Event description:
From user facility's report: vdr inspiratory waveform noted to be "dampened." Vdr red pressure line changed, filter changed and phasitron changed with no improvement. Device was exchanged for a different one and inspiratory waveform noted to be correct. Vent sent to respiratory office. Per respiratory manager, the vdr's pressure line hygroscopic filter appears to have not been changed. This would allow moisture to enter the vdr and dampen the waveform.